Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that five infusions set cannula was kinked due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen and upper buttocks. High blood glucose level was displayed high and treated by correction injection via mdi. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1906449- MDR 3003442380-2024- 13042- device 3 of 5.